Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) guided the customer to unlock and open the remote manager hasp using a key, which generated a failure message to the station. The customer then closed and locked the remote manager and successfully recovered the failed storage space in the application. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not functioning or recovering. The user was unable to open, close, or recover storage space. The machine was reset; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.